Event description:
It was reported that the catheter hub was very loose and detached easily. The IV catheter was falling off the needle just upon removing the cap. The needle guard did not slide back when pulling back on it, rather it detached from the catheter causing the blood to flow freely and left the needle exposed. Sometimes this happened spontaneously without even pulling back on the needle guard. This had resulted in one needle stick injury. IV started with a lot of difficulty and was a safety concern. It caused an increased exposure to blood and unprotected needles. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One new and one opened/unused device was returned, both from lot number 4421018. Analysis of sample one found an inadequate amount of adhesive dispensed on the needle guard nose, allowing the fluid to pass through the annular clearance between the cannula. Analysis of sample two confirmed compliance of the unit with the specifications: the sample passed all the tests with no anomalies noted. A device history review was performed, and no maintenance tickets during the production of the lot involved that would pertain to this issue were found. Review of the complaint database didn¿t find other complaints on the lot involved. Based on the investigation results, the customer¿s allegation is confirmed, but there is no evidence of a systematic issue, rather the defective unit is probably attributable to a temporary issue on the adhesive dispensing station. The defective unit may be considered an isolated occurrence.